Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that after the disposable handle had detach from its blue base during laparotomy, the user proceeded to wash the patient abdomen with dermal betadine, followed by saline solution to avoid infection.

Manufacturer narrative:
The product "disposal handle polaris" consists of three components: disk, snap ring and cover bag, which are connected to each other by a snap mechanism. The cover bag is additionally heat welded to the backside of the disk on eight different positions. The affected parts were requested for the investigation. Disk and snap ring were provided, therfore the described problem of a fallen of cover bag was confirmed. The parts were visually inspected, no deviations were found. The welding points between cover bag and disc are present and at the right number. The snap ring was tightly fitted into the disc. No residuals of the cover bag are present. No cracks in the material could be observed. The snap ring was disassembled to inspect the components for possible faults. No abnormalities could be identified. The assembly could then be reassembled without difficulty. The strength of the connection is specified and is tested during production. No deviations were found during production according to the inspection protocol of the manufacturer. It was not possible to determine the root cause. This case is handled a s a single case. Therefore, a systematic product problem can be excluded.

Event description:
It was reported that after the disposable handle had detach from its blue base during laparotomy, the user proceeded to wash the patient abdomen with dermal betadine, followed by saline solution to avoid infection.